Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) attended the site to replace safety disk and six safety disk are leaking. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d7a, d9, e1 (site country), d4 (version, catalog), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10, h11 corrected field: d5 additional information: event site postal code: 6150 additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair information not provided.